Manufacturer narrative:
Per a third party repair center, this unit is alarming with a red light, due to the pilot valve leaking.

Event description:
Per a third party repair center, this unit is alarming with a red light, due to the pilot valve leaking.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer advised alarms work intermittently.